Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a vizigo and air was drawn issue occurred. Air was drawn when blood was drawn from a side port 3 hours after the vizigo sheath was used, when the vizigo sheath was drawn from the left atrium (la) to the right atrium (ra). The problem was discovered at the end of the procedure and the procedure was continued as it was. There was no patient consequence reported. Additional information was received on 01-jul-2024. Air was not being introduced into the patient. No medical intervention was required. The patient did not exhibit any neurological symptom since the procedure was completed. Additional information was received on 09-jul-2024. The physician performed maneuvers to eliminate the bubbles. No needle product was used with the vizigo sheath.

Manufacturer narrative:
On 26-jul-2024, noted a correction to the 3500a initial as the 1. Manufacturing site name was processed under biosense webster inc (irvine) and should have been processed as freudenberg medical llc. Corrected g1. Manufacturing site name. In addition, corrected g1. Manufacturer site addr. Street line 1, g1. Manufacturer site city, g1. Manufacturer site state code and g1. Manufacturer site zip code and g1. Manufacturer site country code. The investigation was completed on 31-jul-2024. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000330 and no internal actions related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).